Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high pacing amplitudes. The lead was reprogrammed and remains in use. After reprogramming, the device longevity estimate on the mobile application remained unchanged or was not as expected, which is a known occurrence. There was no actual device longevity issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.